Manufacturer narrative:
Conclusion- investigation concluded two probable causes: (1) end user familiar with the product, (2) lubricity of the product. Corrective actions shall be implemented as required. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the epiphany injection system had torn lens during surgery on (B)(6) 2016 and (B)(6) 2016. The reporter stated that two cases resulted in adverse events with enlarged incision and suture added. Reporter was unable to provide details on all cases. No additional information provided by reporter.

Manufacturer narrative:
(B)(4).

Event description:
The surgeon stated that the cartridge tip looked sharp and believed this caused the lens tear.